Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed hemolysis during impella management. Haptoglobin was administered; however, there was no improvement. The position on the echo was problematic; however, there was no interference with the mitral valve. Additionally, the left chamber was not collapse; however, there seemed to be no volume or right heart failure. Due to this the physician believed that the number of revolutions of the impella may have an effect. No further information was provided.